Manufacturer narrative:
(B)(4). Concomitant medical products: 113042, versa-dial humeral head, 607750; 118001, comprehensive standard taper adaptor, 975120; 113954, modular hybrid glenoid base, 237630; us-115734, comprehensive nano humeral component pps, 402820. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09828; 0001825034 - 2018 - 09830; 0001825034 - 2018 - 09834. Not returned to manufacturer.

Event description:
It has been reported that a patient had an initial left comprehensive total shoulder arthroplasty. Subsequently, patient had soreness in left upper arm, three (3) years post initial surgery. No intervention has been indicated. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes and visit notes to the hospital. As per the visit notes, patient states left upper arm soreness, but not in shoulder. X-rays completed during visit, tsa of left shoulder were ordered and reviewed today in the office, tsa show no evidence of osteolysis, well fixed and aligned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.